Manufacturer narrative:
H6 investigation: a device history record review was performed for provided lot number 1907154 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, damage was observed to the shelf carton packaging. The packaging material is designed to resist normal conditions of transportation and storage. At this time, an exact cause could not be determined for this incident; however, it is most likely that the damage resulted from an error after production during the transportation or storage process. CAPA#1404131 has been initiated with the aim to prevent this type of issue from recurring.

Event description:
It was reported that 100 2ml bd syringes¿ with 23 g x 1 ¼ in. Needles experienced damaged or open unit packaging/seals where sterility of the product was compromised. The following information was provided by the initial reporter: on (B)(6) 2020, the user facility found that the middle package of the 2ml syringe was seriously damaged when it was shipped.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 100 2ml bd syringes¿ with 23 g x 1 ¼ in. Needles experienced damaged or open unit packaging/seals where sterility of the product was compromised. The following information was provided by the initial reporter: on (B)(6) 2020, the user facility found that the middle package of the 2ml syringe was seriously damaged when it was shipped.